Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-tpo results for 1 patient sample on a cobas 8000 e 801 module. The initial result was 600 iu/ml. Clarification on if the initial result was accompanied by a data flag was not provided. The repeat result was 9.00 iu/ml.